Manufacturer narrative:
G4:24apr2021. B4:27apr2021. A blower motor assembly was returned for analysis. A visual inspection of the returned component was performed, no notable conditions were found. An investigation was performed and the product analysis technician reported that the root cause was due to failure of blower motor submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020, date of report: 28dec2020.

Event description:
It was reported that the ventilator was overheating and shutting down. There was no patient involvement. The service engineer (se) inspected the device. The se could not duplicate the reported issue. The se found in the ventilator diagnostic report an error code indicating blower temperature high. The se replaced the blower and the motor controller board. The unit was checked overall, run in tested, cleaned, functionally tested and no abnormality was confirmed.